Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was asked what steps were taken to resolve the reported issue. They responded that at this point nothing had been done surgically to replace the lead. They had some further testing as they were not having bladder problems or leakage in the past 3 months, very little. They had scheduled surgery for (B)(6) to have the device removed completely or to reattach. It was noted that since they did not have the battery turned on they were not feeling stimulation and they were still waiting for the next step to resolve it. The patient reported that this was a mystery to them. Prior to their unrelated procedure on (B)(6) 2019 they had been having some leakage, mostly when walking. On (B)(6) 2019 they fell backwards while ice skating. They also pulled the wire out. Since then, the bladder leaking had decreased and they had turned the battery off as the stimulation was in their butt area. Their physician had been working with them on some testing. They noted their physician was also perplexed and noted it was possible they no longer needed the device.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0enlt, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was ice skating in january and fell backwards. The patient said that they put their hand down to break the fall and protect their ins, but they ended up breaking their wrist in 3 places and the lead disconnected from the ins. The patient states that the device is still operating, but is off because when the stimulation is on they fell stimulation in the center of their butt. The patient said that they had a return of symptoms with the ins off but not like they were prior to getting the device implanted. No further complications were reported.